Event description:
It was reported at this site that collimator on a smv dsx nuclear camera fell from its detector head onto the floor, while the operator was setting up to perform a pt scan. The collimator weighs approximately 150 lbs. No injury was reported, and no contact between the collimator and either pt or operator occurred. Although a pt was on the system's table, the table was not immediately beneath the detectors at the time. The setup procedure is generally performed, prior to pt positioning under the detector head. However, this issue could potentially result in a serious injury, or could potentially be life threatening, if the collimator were to contact the operator or pt.

Manufacturer narrative:
Ge engineering visited the site and investigated the issue. The system had been experiencing a slight shift between the collimator and detector head for some time due to a missing guide pin in the detector head. It is not significant enough to result in any potential collimator falling hazard. However, the system would indicate that the collimator was not properly latched at times, despite it actually being latched adequately. Therefore, the operators at this site became accustomed to bypass the safety warnings provided by the system. Additionally, it was determined that this site had one safety sensor switch permanently bypassed so that it read latched at all times. In this instance, the technician did not latch the collimator to the detector head properly on one side. Because of the bypass issue, there was one sensor indicating unlatched, when in actuality there should have been two sensors indicating unlatched. The operator then bypassed this safety warning. As the gantry was rotated, the front side of the collimator began to slide out of the detector. Since the one side was not latched at all, the collimator was allowed to completely detach from the detector head and fall to the floor. The site has been corrected by several site visits, inspection by engineering personnel, and replacement or repair of damaged parts and safety mechanisms.